Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. A video was provided. The cataract removal was shown. The lens and cartridge preparation were not shown. The cartridge tip comes into view at the bottom of the screen as it is inserted into the incision. A yellow lens is visible in the cartridge. The lens was advanced into the eye. Both haptics were tucked in the optic fold. As the lens unfolds, a linear material can be observed on the posterior surface of the optic. The material was loosened with a metal instrument. The material was removed with the I/a tip. The lens remained implanted. The nature and origin of the material cannot be determined from the video. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the string-like foreign material appeared in the patient's eye at the same time as the iol was implanting and it was confirmed while checking a surgery video. Th material was removed during the same procedure and the surgery was completed without product replacement. Additional information has been requested.

Manufacturer narrative:
Two used company cartridges were returned taped inside opened pouches. Both of the used cartridges were microscopically evaluated. The first cartridge exhibited no residual viscoelastic. The second cartridge exhibited a very small amount of dried viscoelastic at the tip. Both cartridges had evidence of placement into a handpiece. The cartridge were cleaned and dye stain testing was conducted. Both cartridges met specification for the presence of topcoat. The first cartridge had internal damage at the left side of the tip at the parting line. The second cartridge had no internal damage. A video was provided. The lens and cartridge preparation were not shown. The lens was rapidly advanced into the eye. Both haptics were tucked in the optic fold. As the lens unfolds, a linear material can be observed on the posterior surface of the optic. The material was loosened with a metal instrument and removed with the I/a tip. The lens remained implanted. A qualified lens model was indicated. The diopter was not provided it is unknown if a qualified diopter was used. A qualified handpiece and viscoelastic were indicated. Based on the review of the returned used company cartridges the reported foreign material may have been internal coating material from the one damaged company cartridge tip. The second cartridge was not damaged. The damaged cartridge did not appear to have been filled with viscoelastic per the IFU. The IFU instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).